Event description:
It was reported a patient's right ventricular (rv) lead presented with oversensing noise and pacing inhibition. No changes were reported. There were no patient consequences.

Manufacturer narrative:
Medwatch report number: mw5147190.